Event description:
This lead was attempted but not implanted. On (B)(6) 2011, we were informed that this patient's ls was dissected during the implant procedure and an lv lead was not implanted. As this event is reportable to the FDA, an MDR number has been added.